Manufacturer narrative:
(B)(4). Brand name: avaulta posterior biosynthetic support system, (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Gynecare tvt-secure was reported to be used/implanted during this procedure. The patient's attorney alleged a deficiency against the device. Additinal information has been requested, but not yet received. Associated mdrs: 1018233-2013-00554, 1018233-2013-00670, 1018233-2013-00557.